Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the physician looked at the patients CT from 2016 and there was no endoleak at that time and it was reported there was no CT after that time. Film evaluation summary: the reported migration of the bifurcate into the aaa sac and resulting proximal type I endoleak and aaa expansion was confirmed. The exact cause of the migration could not be determined from the films returned. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. It appears that disease progression and morphology changes most likely contributed to the migration. The reported migration of the left/contra limb could not be confirmed since the original placement of the limb is unknown. However, there does currently appear to be a marginal distal seal (short remaining seal length with no endoleak) which suggests that the limb may have migrated. The cause is unknown but also may have been caused by morphology changes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bfxch2615165, serial/lot #: (B)(4), ubd: 07-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approximately 10 years post the index procedure the patient presented emergently with back pain. A CT demonstrated the stent graft had migrated into the aneurysm sac and the left limb had pulled up. The patient was taken to the or where the graft was relined with an endurant ii bifurcated graft and endoanchors were placed in the neck below the renals. The left limb was extended with a 20mm graft to the hypogastric. A final angiogram showed seal proximal and distal with no endoleak. Per the physician the cause of the event is anatomy related due to natural growth at the neck. No additional clinical sequelae were reported and the patient is fine.